Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 3 years, 4 months due to moderate to calcification with severe mitral stenosis, and thickened, restricted leaflets. The patient presented with progressive sob, doe and rv heart failure. The tmvr was performed with a 26mm 9750tfx transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A DHR review was performed, and no related non-conformances were found. For products not returned, an engineering evaluation may be triggered if there is an allegation of a malfunction which could be related to a manufacturing non-conformance. Although the product was not returned and there is an allegation ["md did feel that the surgical valve failed prematurely."], calcification after an implant duration of over 3 years and a patient history of htn, hld and ckd is most commonly related to patient factors and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. The most likely cause is patient factors. All pertinent information available to edwards lifesciences has been submitted.